Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: unknown/not provided if explanted, give date: not applicable as the device remains implanted initial reporter phone number: (B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that four (4) diopters astigmatism occurred after an intraocular lens (iol), model zxr00v was implanted. The procedure was completed successfully with the back up lens. There was no patient injury reported. Additionally, it was indicated that the astigmatism has subsided and it was noted that the lens was not the cause. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected data: in review, it was noted that this sentence ''the procedure was completed successfully with the back up lens.'' Was inadvertently entered in section b5 of the initial MDR report, is incorrect. The correct information is that the lens was implanted and remains implanted. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in complaint system revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.